Event description:
A user facility reported to olympus that the image was too dark and error code "e103." As reported to olympus, the event occurred before the procedure during starting of the light source. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add the country france. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the error code e103 could not be reproduced during evaluation of the device but it was likely caused from the failure of the lamp, igniter and printed circuit board. The main and emergency lamp not lighting was likely caused from a failure of the igniter board. The cause of the non-olympus lamp not lighting could not be determined. The specific root cause of the lamp and printed circuit board failure could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "3.3 installation of equipment: clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. 6.1 replacement of the examination (xenon) lamp: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation. The suspect device was returned to olympus and evaluated. The reported problem of "e103" error could not be reproduced during the evaluation. The reported problem was confirmed - the evaluation found that the main lamp failed and did not ignite; the lamp was determined to be a non-olympus lamp. In addition, igniter failure and failure of a printed circuit board were found. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.